Manufacturer narrative:
Concomitant medical products: 694765, lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low p-waves. In addition, there was a high threshold noted on the right ventricular (rv) lead, which was noted as chronic as per lead trend. The leads remain in use. No patient complications have been reported as a result of this event.